Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01726 and related manufacturer reference number: 3006705815-2022-01727. It was reported the patient lost effective therapy due to lead migration and the ipg was unable to communicate with external devices. As such surgical intervention took pace wherein both the leads were explanted and replaced with a penta lead and the ipg was replaced with a new one. Post procedure effective therapy was restored.